Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump may have been exposed to water as the customer was in a pool prior to the alarm. There was no impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery.